Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported that during processing of the donor skin the device produced an incomplete mesh. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6), 2017, it was reported that the device was producing an incomplete mesh. On (B)(6), 2017, it was clarified that the issue occurred (B)(6), 2017 during the processing of donor skin. The event was not identified upon opening the device and before first use and did not occur during the first ever use of the device. The event was no related to surgical technique or user error and the harvested graft was not usable. There was no additional graft taken as the event occurred during the processing of recovered donor skin. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and the UDI number is unknown as the device has already shipped. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device was producing and incomplete mesh and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6), 2017 revealed that the roller and roller gear were damaged. The calibration check and test cut were unable to be performed due to the damaged components. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the roller and gears. Skin graft mesher, serial number 06449, was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.118 rev. 32. The reported event ¿that the device was producing an incomplete mesh¿ was non-verifiable since during the initial inspection it was noted that the calibration check and test cut were unable to be performed due to the damaged components. During the initial inspection it was noted that the calibration check and test cut were unable to be performed due to the damaged components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.